Manufacturer narrative:
Event/therapy date: on an unspecified date in (B)(6) 2019. (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets had connection issue between the patient connector of the set and titanium adapter; further reported as "the patient connector of the transfer set was tight, it could not connect to the titanium adapter". This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing, and integrity testing were performed with no issues noted. The reported condition was not verified on the returned sample. The second sample was not returned; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.